Event description:
It was reported that a clinician programmer error caused the pump to stop "this week". The patient's pump was infusing an unknown drug. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).